Event description:
The patient was revised because of osteolysis and poly wear of the insert.

Manufacturer narrative:
Corrected. Examination of the submitted device confirmed expected wear for a polyethylene device implanted for approximately 14-years. No evidence was found of product failure or product error and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.